Manufacturer narrative:
Conclusion code, patient code, and device code are no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017 and it was reported that the patient was in a mva (motor vehicle accident) where they were struck from behind and into the car ahead of them in (B)(6) of 2011. The patient¿s back and leg pain increased soon after. Since the pain had gone from predominantly right-sided to left-sided it was just thought to be that the mva had simply jostled the patient and would subside. However, over the next 2 months the pain persisted. The patient had several short episodes of withdrawal symptoms, but they subsided quickly. Then suddenly in (B)(6) of 2012 the patient went into full-blown withdrawal and ¿my worsened even more¿. Taking oral morphine stopped the withdrawal. A dye study of the catheter was done and no spinal fluid could be withdrawn. The patient was sent to a neurosurgeon who operated. He found that either the catheter had been pulled from the intrathecal space or was broken before it got there. A new catheter and pump were implanted and the patient¿s dose was gradually brought back up to the current 8 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25 mg/ml morphine at 15 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was in a car accident on (B)(6) 2011 that pulled the patient's catheter out of their spine. The pump was replaced on (B)(6) 2012 and the patient was titrated back up to 25 mg/ml morphine at 8 mg/day. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.